Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test.no excessive no delivery alarms noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed no delivery and is in the hospital with high blood glucose of 400 mg/dl and diabetic ketoacidosis. The customer does not want to troubleshoot and customer was advised that the device would be replaced and agreed to return the product for analysis.